Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a crack on bottom cover and broken rubber vent bands on the power module were confirmed. Power module, serial (B)(6), returned with a small crack on the bottom cover, damaged rubber vent bands, and with an expired battery. The system booted up as intended. A full functional checkout was performed and the unit passed all tests. The bottom housing, vent bands, and battery were replaced. Preventative maintenance was performed and the unit was returned to the customer site. A root cause for the reported damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 08oct09. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a small crack on the bottom cover on the battery compartment and the rubber vent bands were broken. It was also found that the battery was expired.